Event description:
A dental professional reported a fracture of an endure cl implant (4.3 mm x 15 mm) during placement. The dental professional reported he was attempting to reverse the implant out in order to adjust the depth of the osteotomy site. The implant fractured such that a trephine drill was required to remove the root-portion of the implant from the osteotomy site. After the implant was removed, a larger diameter implant was successfully placed in the same location without any further complications. This event was deemed reportable since removal of the fractured implant required the additional procedure using a trephine drill.

Manufacturer narrative:
Method: the implant involved in the event was not returned to the manufacturer. A digital image of the fractured implant and the original packaging was provided by email. Conclusions: the doctor reported that when the fracture occurred, he was attempting to reverse the implant in order to adjust the depth of the osteotomy. This suggests that the implant had reached the bottom of the original osteotomy site. While information is not available to confirm, it is possible that the implant had been over-torqued in an attempt to fully seat it prior to the attempted removal.